Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) pace/sense channel, but not on the shock channel. No pauses in pacing noted. Rv impedances had been fluctuating with both pace/sense and shock since implant. Threshold measurements were also slightly higher. The physician elected to continue monitoring. Boston scientific received additional information approximately one year later that a red alert was triggered for high rv lead impedances. Boston scientific technical services (ts) was contacted for troubleshooting. Ts discussed reviewing lead trends, arrhythmia logbook, review for noisy events, and testing the lead. The field representative checked the lead and was able to reproduce out of range pacing impedances with the rv lead. The elected to go on vacation and wait to return before having a revision performed. The patient was given a magnet in case they were to experience inappropriate therapy from the device. The plan is to bring the patient back in to perform a revision. The root cause to the out of range pacing impedances is not known at this time. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that this rv lead was surgically abandoned and replaced due to ongoing issues with noise, oversensing, and high out of range pacing lead impedance measurements. A new lead was successfully implanted. No additional adverse patient effects were reported.